Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the symptom; missing door shims, which was observed during evaluation. Evaluation found missing door shims and direction of flow labels. The direction of flow labels were replaced.

Event description:
It was reported that a spectrum infusion pump had missing door shims. It was also reported there was no patient involvement.